Manufacturer narrative:
Please note that the exact event date is unknown and that the event date in date of event is the complaint awareness date. As reported, the patient underwent implantation of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter occlusion and scarring, which is related to unsuccessful retrieval attempts. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The implantation date of the filter and the attempted retrieval date is unknown at this time. Occlusion within the ivc does not represent a device malfunction. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling, such as scarring. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief, the patient underwent implantation of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter occlusion and scarring, which is related to unsuccessful retrieval attempts. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available.

Manufacturer narrative:
As reported, the patient underwent implantation of an optease inferior vena cava (ivc) filter. Per the medical records, the patient had a road accident three weeks prior to the filter implantation procedure. Due to the accident, the patient had open reduction and internal fixation (orif) surgery. Additionally, he was experienced right leg pain secondary to the tibia-fibula fracture and shortness of breath. The patient had limited mobility due to his surgery and was using a walker, wheel chair and shower chair. The patient also has a history of obesity, depression, dyslipidemia, paroxysmal supraventricular tachycardia, back pain, chest pain, thrombus formation involving the left distal superficial femoral vein, extensive occlusive deep vein thrombus formation on the right side involving the posterior tibial, peroneal, popliteal vein and multiple calf veins. He also had a large saddle pulmonary embolus. The inferior vena cava filter was placed below the renal veins and above the common iliac vein bifurcation. The filter was successfully placed with no complications. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter occlusion and scarring, which is related to unsuccessful retrieval attempts. According to the patient profile form (ppf), the patient experienced blood clots, clotting, and or occlusion of the ivc. There was a large thrombosed varicose vein within the right groin. Approximately 7 years after the index procedure, there was an unsuccessful attempt to remove the filter. The patient continues to experience discomfort and anxiety. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Scarring of the ivc is associated with all ivc filter products and does not represent a device malfunction. The process of intimal ingrowth into the device after implantation can contribute to abnormal tissue accumulation and development of scar tissue within the ivc. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and discomfort do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly. Additional information received per the medical records indicate that the patient was in a motorcycle accident three weeks prior to the index procedure. Due to the accident, the patient had open reduction and internal fixation (orif) surgery. Additionally, he was experienced right leg pain secondary to the tibia-fibula fracture and shortness of breath. The patient had limited mobility due to his surgery and was using a walker, wheel chair and shower chair. The patient also has a history of obesity, depression, dyslipidemia, paroxysmal supraventricular tachycardia, back pain, chest pain, thrombus formation involving the left distal superficial femoral vein, extensive occlusive deep vein thrombus formation on the right side involving the posterior tibial, peroneal, popliteal vein and multiple calf veins. He also had a large saddle pulmonary embolus. The inferior vena cava filter was placed below the renal veins and above the common iliac vein bifurcation. The filter was successfully placed with no complications. According to the patient profile form (ppf) the patient experienced blood clots, clotting, and or occlusion of the ivc. There was a large thrombosed varicose vein within the right groin. Six years and nine months after the index procedure, there was an unsuccessful attempt to remove the filter. The patient continues to experience discomfort and mental anguish. Additional information is pending and will be submitted within 30 days of receipt.